Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had irritated and wounded skin under the yellow ECG electrode. The patient was in the hospital and the wound was treated with a hydrocolloid patch. Follow-up indicated that the patient received an ICD and no longer needed the lifevest. The patient's skin reportedly became much better.